Event description:
On december 21, 2007 the lay user/pt contacted lifescan alleging a power issue (unit powers off during use) with her one touch ultramini meter. The pt usually tests 4-5 times per day and takes lantus (set dose), novolog (sliding scale), and avandia (set dose). The pt claimed that the alleged issue started in month before, and then around the end of the month, the pt developed symptoms of feeling shaky, dizzy and blurred vision. The pt continued to attempt to test with the meter until the following month, but the meter would not work. During the time period that she was unable to test her blood glucose levels, the pt reportedly was guessing how much novolog to take based on how she felt. On the day prior to original date at 8am, the pt went to the hospital due to her symptoms. Her blood glucose was "300 mg/dl" on the hospital meter and she was treated with insulin (unk type/dose). Per the customer service representative (csr) documentation, the pt replaced the battery per the owner's manual and the power issue was not resolved with troubleshooting. This complaint is being reported because the pt alleged she was unable to test her blood glucose levels for approx one month and later became hyperglycemic. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.